Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum pediatric continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6)2015, the patient developed a skin reaction under the sensor adhesive, at the sensor insertion site. Patient's mother described the skin reaction as being an itchy, red, raised, dry and oozing rash. Additionally, patient's mother reported that the affected area is burnt looking. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother treats the affected area with mupirocin and hydrocortisone cream, prescribed by physician on (B)(6) 2015, for unrelated allergic reaction to poison ivy. At the time of contacted, the patient's current condition was reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).